Event description:
It was reported the patient¿s ¿stimulation shut off once they turned their head totally for the left or right side.¿ it was stated that ¿otherwise they were happy with the stimulator¿ and that ¿their pain was covered.¿ it was noted that the patient had experienced the same issue during their trial period. It was reported that during the permanent implant procedure the physician ¿revised the lead position,¿ but the patient continued to experience the same issue. It was stated that the patient¿s programming parameters had been changed and that a revision was completed, but the patient continued to have the same results. Additional information stated an impedance test was performed due ¿suspected lead breakage,¿ however the impedances results ¿were within the normal range.¿ it was reported the patient¿s pain was ¿covered 100%¿ and they were ¿happy with the therapy¿ other than losing their stimulation when turning their head to the right or left. It was stated the patient remained ¿happy with the stimulation even after revision.¿ it was noted there was ¿no¿ patient harm, injury, or death reported. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 977a275, serial# unknown, implanted: (B)(6) 2014, product type lead. (B)(4).